Event description:
The customer reported that their acuity central station sys halted operation, and could not be restarted. The reporter did not provide add'l information for the pt. There was no pt harm reported in association with this product problem.

Manufacturer narrative:
The device (central processing unit for acuity sys) was not returned to welch allyn for eval. The cpu was a commercial off-the-shelf item that is not made by welch allyn. The cpu is ten yrs old and is obsolete, and no longer supported by its MFR. Welch allyn responded to the customer's report by suggesting that they replace their obsolete equipment, because it can no longer be repaired.